Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. No imagery was provided. A device history records (DHR) review performed did not reveal any issues that may have contributed to the reported event. Review of the lot history for the related work order revealed no other similar complaints. Review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed similar returned complaints devices for the edwards commander delivery system (all models and sizes) that were confirmed. No manufacturing non-conformance were identified during evaluation. Available information suggests that patient/procedural factors most likely contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend category. The commander delivery system instructions for use (IFU), commander procedural training manual and commander device preparation training manual were reviewed for instructions involving commander preparation and use. Based on the review of the ifus and training manuals, no deficiencies were identified. During the manufacturing process the inflation balloon component was 100% dimensionally inspected for wall thickness, outer diameter, working length, distal and proximal leg ID, and proximal leg od. In addition, the inflation balloon component was 100% visually inspected for gross defects, scratches, gel spots, fish eyes, and contamination.  The balloon was 100% visually inspected for balloon size and contamination under magnification. The balloon was 100% inspected for fold lines and rejected for distorted/pinched folds. The assembled delivery system was leak tested to ensure that there were no holes or leaks in the inflation lumen of the balloon. Post leak test, the balloon covers and inflation balloon are inspected for any damage. During final inspection, 100% visual inspection by both manufacturing and quality was performed for defects and cosmetic appearance, missing components, incorrect assembly, device damage, and contamination. Balloon burst pressure testing was performed on a sampling basis during product verification (pv) testing. These inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. Due to the unavailability of the device and any relevant photographs/imagery, the complaint for ¿balloon burst¿ was unable to be confirmed. Because the device was not returned for evaluation, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the complaint history, manufacturing mitigations, DHR, and lot history support that it is unlikely that a manufacturing nonconformance was a contributing factor. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the event description, ¿an additional 1.5cc's were added to the balloon prior to the inflation.¿ it is likely that the additional volume used during inflation caused the balloon to rupture. The IFU lists the proper inflation parameters for use, including nominal volume and rated burst pressure. Review of complaint history also indicates that calcification may have contributed to the complaint event. Calcification in the annulus can impinge on the balloon during inflation, contributing to a burst. Available information therefore indicates that patient/procedural factors (calcification and/or additional volume during inflation) likely contributed to the reported event. There were no manufacturing non-conformance or IFU/training deficiencies identified during this investigation and the occurrence rate for the associated trend category did not exceed the (B)(6) 2018 control limits. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the placement of the 20mm sapien 3 valve in the preexisting 19mm magna-ease valve, the 20mm commander delivery system balloon ruptured at peak inflation (3 second hold was not completed). An additional 1.5cc's were added to the balloon prior to the inflation. It was a circumferential balloon burst, with no separation reported.  The entire balloon was pulled back into the sheath, and the sheath and delivery system were removed as a unit. No surgical cutdown or intervention was required to remove the devices. A new sheath was placed a second valve was placed. The exact cause is unknown, but the root cause of the balloon burst was speculated to be related to the additional ccs added to the balloon.